Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 3 states, ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2015. During the procedure, it was noticed the inner sterile plastic container containing the stem was punctured. A larger stem was used, which resulted in a femoral fracture. A third stem and cables were used to complete the procedure, which resulted in a two hour delay in the procedure.